Event description:
It was reported that the insulin pump did not deliver insulin and that the customer was hospitalized for not retaining fluids. The customer observed that, after changing the infusion set twice, he could see insulin reaching the end of the tubing but he stated that it stopped there. The blood glucose reading was 348 mg/dl. The customer stated that he felt his body "changing" as a symptom of high blood glucose. He was treated with manual injections in the hospital. He stated that he would call back in with the nurse at a later time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.